Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that the insulin pump was alarming button error. Customer stated the device was attached up against their skin and that it may have been exposed to perspiration. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 105 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage found on electronic assembly or motor. Insulin pump had bleeding on lcd glass. Insulin pump had a minor scratch on lcd window, cracked reservoir tube lip and missing endcap sticker.